Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of visualization during procedure. Please note that the procedure was completed successfully.

Manufacturer narrative:
Alleged failure: fifth time issue has occurred: intermittent flickering and occasional loss of signal when image is routed through the sdc. Salesforce case number (B)(4) the failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could capture card failure. The product was returned for investigation and the failure mode will be monitored for future re-occurrence.

Event description:
It was reported that there was loss of visualization during procedure. Please note that the procedure was completed successfully.